Event description:
It was reported that the colonovideoscope exhibit an e117 error code during inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. The following fields have been updated: d8, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection; however, the reported failure could not be confirmed. Based on the investigation results, the most probable cause of the malfunction could not be determined. If additional relevant information becomes available, an additional supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from the customer.